Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator failed its refractory test. The generator has not been received into service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the stated reason for return of failing refractory testing was not confirmed, the device was found to be working correctly with no anomalies observed and no errors found in the logs. It passed all testing, both incoming and final. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product was returned to service.